Event description:
The pt reported communication issues between the implant and the external equipment. A company representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.